Event description:
Customer's sister in law reported customer passed away on (B)(6) 2014. Her blood glucose was 20 mg/dl at the time of death. Leading up to the event, customer was feeling ill when she went to bed. The cause of death is unknown. It is unknown whether customer was wearing the device when she passed. The family is waiting on the coroner's report. A request for the death report was made. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).